Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly experienced several low blood glucose readings. Caller reported while checking the pump, it was discovered that 19 units of insulin had been delivered via the pump; was not programmed. Caller stated customer was disconnected from the pump and ambulance transported to the hospital where glucose was received intravenously and customer was admitted. Requested return of the alleged device for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.